Manufacturer narrative:
Additional device product codes: hsz, gfa, gff. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure, while using a cannulated drill bit for headless compression screw (hcs), the end of the drill bit snapped off. There were fragments collected from the broken parts and none remained in the patient's body. It was unknown if there was a surgical delay. There was no reported injury to the patient. This report is for one (1) 2.0mm cannulated drill bit/qc 150mm. This is report 1 of 1 for complaint (B)(4).